Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any difficulties with device during original procedure? What was the source of the bleeding? Was it an area where the enseal device was used? Can a timeline of events that led to the operation be provided? Does the surgeon believe that there was an alleged deficiency of the device that may have caused or contributed to the negative patient outcomes? Can you please confirm if the surgeon believes the hypertension lead to the leak or the post operative bleed? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a whipple procedure the patient developed hypertension and an anastomatic leak. The patient lost 400 cc's of blood. Four units of blood were transfused into the patient. The surgeon went back in and sutured to repair the leak. During the original procedure everything went fine. The patient is improving.